Manufacturer narrative:
This is a serious injury (as defined in 21 cfr section 803.3) as the patient reported having an adverse reaction. Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. This incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. As allowed by exemption# e2012008, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer gmbh (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Directions for use indicate avoid contact with soft tissue. Isolation failed to be maintained by the dental clinician. H3 other text : device not yet returned.

Event description:
While being treated with ibond total etch, patient felt stinging on lip. Developed a small lip wound overnight.